Manufacturer narrative:
Depuy synthes has been informed that the catalog number and lot number is not available. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient correspondence: patient contacted depuy stating they were revised in 2015 to address "bonding issues." She states she still seems to have issues with it even after surgery. It is currently unknown which products were revised and the manufacturer of the cement is unknown.

Manufacturer narrative:
No device associated with this report was received for examination. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the reported product and lot combinations. (B)(4) has been undertaken to investigate attune post operative loosening further. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). Corrected pt identifier and initial contact. Updated MFR name, city, and state, implant date, explant date, and MFR. Phone number. Added event or problem, other relevant history, brand name, common device name, (catalog, lot and expiration date), event problem codes, PMA#, device manufacture date, additional MFR narrative (UDI). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 06/13/2016 and 06/20/2016 - the patient's medical records were received. According to the medical records the patient was revised to address pain, instability, and swelling. The patient had mechanical loosening of their tibial component. According to the medical records, there was no bonding of the cement to the tibial component. At this time the unknown component is being changed to a tibial tray and part/lot information is being updated and cement is being added to the complaint and reported.